Event description:
It was reported the patient had an implant on (B)(6) 2016. Three to four days after the procedure the patient had two syncopal episodes. Subsequently, the patient presented in clinic where programming changes were made. With and after the programming changes, the patient¿s condition was stable.